Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30s mg/dl and a seizure; cause was not known. Reportedly, customer "woke up in ambulance" and went to the emergency room. Customer was discharged hours later with the issue resolved and no permanent damage, and continued to use the pump for insulin therapy. No additional information regarding this event was available. Date of event is approximate.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.